Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the threads on the offset impactor were damaged. This did not negatively impact the case. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: the pst straight shell impactor was cross threaded during the case. There was no delay and the case was completed successfully. Device evaluation and results: visual inspection: visual inspection shows no damage to the threads of the impactor. All threads appear fully intact with no burrs or other material in the threads. Dimensional inspection thread inspection with tn-0770-02 (thread ring gages ¿ m8 x 0.75-6g) shows the threads still meet specification; however, there is some resistance when threading the gage on the impactor. Functional inspection: functional inspection further confirmed the observation from dimensional inspection. Assembling the impactor to an implant cup results in the same slight resistance found during inspection with the ring gage. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/14/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(6) related to p/n 209037, lot number 22107101 shows 1 complaint related to the failure in this investigation. These complaints is (B)(4). Tracking of complaints related to the 209037 part number will be tracked through quarterly trend request #(B)(4). Conclusions: the damage and cross threading is consistent with normal wear and tear. The failure is not consistent with the major thread damage seen in (B)(6) CAPA (B)(4). There was no patient harm and as such, no additional investigation is required at this time. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the threads on the offset impactor were damaged. This did not negatively impact the case. The case was successfully completed and there was no harm to the patient.